Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) were exhibiting fluctuating pacing impedance measurements. The measurements had increased from 400 ohms to approximately 2,000 ohms and then decreased to 400 ohms and back to 1,700 ohms the next day. Pacing threshold measurements were within normal limits and there was no evidence of noise. The physician planned to monitor the patient via remote monitoring. To date, there have been no adverse patient effects reported.